Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving lioresal, concentration, 500 mcg/ml, dose and frequency 199.88 mcg/day via intrathecal drug delivery pump for intractable spasticity and stroke. It was reported that the pump was confirmed to be flipped. Intervention had not been completed. They were doing surgery to flip the pump back and were going to put in a mesh pouch. They only had gablofen (500 mcg/ml, 199.88 mcg/day) to refill the pump. The technical service specialist reviewed that a bridge bolus would not be necessary if they were not changing the flow rate of the pump. No symptoms were reported. No further complications were reported.